Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and a suture into the winding former that pertains to the product code vcp433h. In order to evaluate the condition of the detached needle, the swage and attachment area were noted cracked and remnant into the hole was observed. The suture was examined, and the extreme was noted to be cut no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and a suture into the winding former that pertains to the product code vcp433h. In order to evaluate the condition of the detached needle, the swage and attachment area were noted cracked and remnant into the hole was observed. The suture was examined, and the extreme was noted to be cut. Based on the information currently available, cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.